Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to connectivity issues. During the procedure the tactisys system repeatedly lost connection shortly after connection was established. Two ethernet cables were used in an attempt to resolve the issue. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received into the lab for analysis. The returned tactisys quartz module initialized correctly upon successful completion of the hardware self-test. The network connectivity with the host system (velocity) was established and real-time visualization of the contact force signal was consistently displayed without interruption during the twelve hour evaluation period. The test results also confirmed live measurement of the optical, temperature and rf functions of the returned tactisys quartz module. No communication interrupts or uncommanded shutdowns were experienced during the evaluation performed.